Manufacturer narrative:
The associated devices were returned and evaluated. The visual inspection on the returned devices shows the nail threads are damaged and there are scratches on the exterior of the nail. Only two of the screws were returned. (B)(4) is intact but has damage to the head of the screw. (B)(4) is broken in half, both pieces were returned. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our lab performed an analysis on the devices with the following results: it was concluded that the trigen screw fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the screw could not bear the imposed patient loading, which led to an overload fracture. Fatigue cracking is caused by the screw bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union, applications of loads in excess of the material¿s strength, poor bone quality, and/or non-union. No material deviations in the screw were found during this investigation. Also noted during the investigation was deformation on the distal-superior screw hole of the trigen tan nail, could have been caused either during extraction or due to the screw fracture. No other significant damage, such as cracking or fracture, was noted on the nail. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to a broken screw.